Event description:
During laparoscopic repair, the balloon ruptured causing abdomen to deflate. When new trocar was introduced and when area was inspected, small piece of plastic from the rupture was removed from the pt.